Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter was displaying an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 5:00 p.m. The patient manages her diabetes with insulin and stated she skipped her dose of lantus ((B)(6) 2013 8 units; (B)(6) 2013 10 and 8 units; (B)(6) 2013 10 units) in response to the alleged issue. The patient reported, immediately after the alleged issue occurred, she developed symptoms of ¿sweating, dry mouth, and thirst¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter. The cca noted that the patient was applying the blood incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.